Event description:
A realize-c adjustable gastric band lot zllbb6 item ID (B)(4) was implanted on (B)(6) /2011. It was surgically removed on (B)(6) 2013. Apparently, a plastic small sleeve of approx 1.5cm length (a tubing strain relief collar?) Became detached from the device and remained within the pt, and this item was removed by an add'l surgery on (B)(6) 2014. Dates of use: (B)(6) 2011 - (B)(6) 2013. Diagnosis or reason for use: implanted for weight loss, removed as a result of inefficacy.